Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 600 mg/dl. The customer was treated with a bolus via the pump to address bg level and left the ER same day with no known permanent damage. Reportedly, it was reported that the cartridge was leaking from the septum. Customer loaded a new cartridge to address the issue.